Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and competitor right atrial (ra) and right ventricular (rv) leads recorded an episode of noise and oversensing. Upon review it was found the oversensing resulted in a period of pacing inhibition and asystole lasting approximately 2.5 seconds. Provocation testing was unable to reproduce noise and boston scientific technical services (ts) noted the noise appeared consistent with electromagnetic interference (emi). Only the single episode was found in device memory and the patient was asymptomatic during the episode. The physician later noted they suspected the emi to be the result of an unspecified procedure. The patient will continue with routine follow-up.